Manufacturer narrative:
Based on an x-ray received, it appears that the plate may have been to small for the patient. A 2.0mm plate may have been a better fit since 2.4mm or 2.0 mm plates are used in for metacarpals.

Event description:
Part number 333-1607 was implanted in a (B)(6) year old patient on (B)(6) 2013 and explanted on (B)(6) 2013. Initial notification was received at osteomed on (B)(6) 2013 that the plate had been explanted on (B)(6) 2013. The patient had metacarpal fracture. The plate fractured at some point after the surgery right where the fracture was located. Patient has denied any falling.